Event description:
It was reported that during esophageal surgery, only the counter electrode needle of the emg tube was not recognized by the product, resulting in an error. The screen displayed an "x" indicating that the electrode was not recognized, which was noticed during the electro check stage after it was placed on the patient. This information suggests there is a possibility of a defect and another product was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
H3: product analysis of the device found that visually, the red/white electrode was returned in a small plastic zip lock bag. There were no traces of contamination or damage on the electrode body. The needle was protected with a protective sheath when returned. Under the magnification there was no sign of needle damage. Electrically, the cable shall exhibit continuity from needle tip to the connecting pin with individual resistance to be less than 10ohms end to end. The continuity test for red/white electrode resulted in 2.2 ohms (within specification). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.